Manufacturer narrative:
A ge service representative performed an onsite investigation. All workstation circuit boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked up while trying to send images to pacs. There is no report of patient injury associated with this event.